Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the distal end cracked is caused by a component failure of the sheath. This symptom occurs due to strength degradation and impact by the repeated use. The cause of the damage is likely deterioration over time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath distal end cracked. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.